Event description:
Seven coils [including subject device] and a stent were successfully used in the treatment of a paraclinoid/ophthalmic artery aneurysm. At the end of the procedure, as the guidewire was being removed, it became caught in the proximal end of the stent. It was reported that this led to "the sliding and stretching of the stent". It was noted on fluoroscopy that the proximal end of the stent had stretched. The movement of the stent caused part of the coil mass to move into the parent vessel. It was not possible to identify which of the coils was moved into the parent vessel. A balloon catheter was used to stabilize the stent and coils, and there has been no clinical consequence to the pt due to event. It was confirmed that the pt has suffered no change in clinical condition following discharge three days post procedure.

Manufacturer narrative:
Other for no allegation of device malfunction or non conformance.